Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified solution. At an unspecified time, an unspecified secondary tubing set was connected to the clave secondary port of the cassette to deliver an unspecified concentration of taxotere over 1 hour. After an unspecified length of time in use, the customer contact reported leakage from the clave secondary port, "where the softer tubing inserts into the hard plastic of the cassette". An unspecified volume of the chemotherapeutic agent leaked onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. It was reported the taxotere was discontinued because delivery was near completion. Though requested, no additional info was provided.